Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer's daughter reported via phone call indicating that the insulin pump had damage. Customer's blood glucose at time of incident was 160 mg/dl. The customer was in serious car accident. The customer's daughter stated that there is no physical damage on the pump. The customer's daughter stated the accident was not diabetes related. The customer's daughter reported no visible pump damage. The customer was advised to perform a self-test and it passed. The customer was able to perform the displacement test and it passed. The customer was advised to monitor the pump.